Event description:
It was reported by patient that she underwent total hip arthroplasty in 2007, in which patient received a durom acetabular cup. Patient states that post-op she experienced pain and underwent revision surgery in 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. ,which markets the devices in the u.s.